Event description:
This pt had this hardware implanted in may of this year. According to the surgeon, this case was uneventful. The pt had been coming to the office over the summer with complaints of pain and irritation. F/u scans were negative. Pt presented in the etc with complaints of swelling, fever. Pt referred to an ent specialist who thought it was unrelated to the hardware. Pt brought to the operating room for an I&d of neck abscess. During the procedure, the neurosurgeon was called in to look at the plate/screws. Upon removal of this hardware, it was noted that a wire was attached to the end of one of the screws. Immediate thought was that the thread may have unraveled during placement.